Event description:
The patient reported she is having an issue with air bubbles developing in her insulin cartridge a couple of hours after changing the infusion device cartridge. She stated she typically has to prime bubbles out twice on the day she changes her cartridge and then she has no further issues until she changes the cartridge again. She said she does allow the insulin to reach room temperature before using it. No blood glucose concerns were reported related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Replacement product was sent to the patient. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.